Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One mis 5.5 ti 8x100mm closed polyaxial screw (product code: 1867-19-899, lot number: t7362) was returned to the complaints handling unit (chu). The 8x100mm closed poly screw has become disassembled. It was returned with the shank separated from the tulip head. The saddle remains in place, but the flex ball is missing. The inside of the screw head shows signs of stripping and general wear. This may be an indication that greater than anticipated forces were applied to the screw during insertion, leading to the screw shank being forced down and out of the tulip head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root causes of the closed polyaxial screw disassembling cannot be determined from the samples and information provided. A potential root cause for the screw disassembling may be greater than anticipated forces were applied to the screw during insertion, leading to the screw shank being forced through the tulip head. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While driving screw into bone, screwdriver threads broke in screw head. Threaded new driver in screw, drove screw further into bone. Screw head separated from screw shank. Surgeon removed screw shank from bone with t20 driver. Surgeon replaced broken screw with new screw. Surgeon did not tap for original screw that broke. Also when loading new screw, screwdriver threads broke off in new screw.